Manufacturer narrative:
The device is not available for evaluation. If additional information is received, a supplemental report will be submitted.

Event description:
The customer reported that an IV set leaked chemotherapy (paclitaxel) through the filter of 0,22 microns when they were infusing it by pump and connected to the spike. The incident was noted when the staff went to withdrawn the filter of 0,22 microns and the filter was wet outside. There was no patient involvement, no adverse event, no medical intervention, no delay in critical therapy. There was a biohazard use but no human harm occurred.

Manufacturer narrative:
H10: no product samples were returned for investigation. The investigation was performed off of the two (2) photographs that were provided by the customer. The 034-cl4119 set, the air vent material of the filter at the inlet end appears to be wetted out (saturated) with the infusate solution. Wetting is a temporary or permanent loss of the hydrophobic properties due to the infusate interaction with the vent material. However, the probable cause cannot be determined with certainty without the return of the actual complaint sample for investigation. A lot review was performed with no issues noted.